Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0tsnu, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0szg2, implanted: (B)(6) 2015, product type: lead.

Event description:
The daughter of the patient reported that the patient has not had therapeutic effect since implant on (B)(6) 2015, despite having around 30 reprogramming sessions. It was stated that the patient was doing "okay" for 5-6 months following implant, but had a major downturn thereafter on (B)(6) 2016. With the patient essentially bedridden due to pain and their "frozen times." According to the patient, everything hurts but it especially hurts at their neck where the leads are implanted with a "tightness" where the leads are and the wires able to be seen on the neck as of (B)(6) 2015. An x-ray was taken of the patient's head with the healthcare provider (hcp) indicating that everything looked okay. The patient is going to a movement disorder specialist for consultation. The patient's indication for implant is parkinson's dual and movement disorders.